Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. After the trunk/ipsilateral leg component was deployed, the left internal iliac artery (liia) was unintentionally covered by distal end of the ipsilateral leg. The physician attempted to push the trunk/ipsilateral leg component proximally. This was unsuccessful and the liia remained covered. The physician decided to monitor. It was reported that the cause of covering liia was due to wrong measurement and therefore the incorrect device was used.